Manufacturer narrative:
An event of arrhythmia was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 35 mm portico ng valve was successfully implanted. On (B)(6) 2021, the patient was admitted with ventricular tachycardia and third degree heart av-block. A temporary pacemaker was implanted while the patient was being investigated for arrhythmia and optimization in heart failure medication. It was then decided to implant a biventricular ICD before the patient was finally discharged. No additional information was provided.